Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05653 and 3006705815-2023-05654. Additional information was received stating that the x-rays showed the leads had migrated. Surgical intervention took place where the ipg and leads was explanted and replaced to address the issue. Effective stimulation was restored.

Event description:
It was reported the patients ipg became inoperable following an unrelated ablation procedure wherein the ipg was not set to surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.